Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that upon interrogation a screen appeared indicating the pacemaker was in safety mode. The field representative noted the patient was experiencing chest wall and pocket stimulation. Boston scientific technical services (ts) discussed that the stimulation was likely the result of pacing in unipolar. The patient had not undergone a recent surgery or radiation treatment, thus ts suggested immediate replacement of the device as the reason for safety mode was unable to be determined. The pacemaker was explanted and successfully replaced with another manufacturer¿s device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.